Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: the device was received h3, h4, h6: a review of the device history record device history lot . Part: 246.355. Lot: l750567. Manufacturing site: mezzovico. Release to warehouse date: 02. Feb. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material was confirmed to be correct per the specification with no non-conformance noted. Investigation summary background: investigation flow: damage. Visual inspection: the rotation correction pl 1.5/2 shaft 5ho he (p/n 246.355 lot l750567) was received in two pieces. The plate was observed to be broken, with the oblique fracture occurring at the 2nd most proximal shaft hole. No other issues were identified with the returned components of the device. Dimensional inspection: drawing: rotation correction plate 1.5/2.0 5 holes se_092456 rev e feature: plate thickness. Document/specification review: the following drawing, reflecting the current and manufactured revision, was reviewed. Rotation correction plate 1.5/2.0 5 holes se_092456 rev e during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the rotation correction pl 1.5/2 shaft 5ho he (p/n 246.355 lot l750567) as the plate was observed to be broken into two pieces, with the oblique fracture occurring at the 2nd most proximal shaft hole. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient or the screws incorrectly locked to plate (not properly torqued). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: background: updated event description it was reported that on april 4, 2019, the patient underwent reintervention in the hand, metacarpals 1 and 2 due to rupture of previously implanted osteosynthesis material. Originally, rotation correction plate, y-adaptation plate prebent and twelve (12) unknown screws were implanted on an unknown date. Medical intervention was reintervention for new fracture osteosynthesis. Proceed with removal of material and new fixation with system 2.0 which ended successfully. It is unknown if there was a surgical delay. Procedure was successfully completed. Patient status was unknown. This complaint involves twelve (12) devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description it was reported that on april 4, 2019, the patient underwent reintervention in the hand, metacarpals 1 and 2 due to rupture of previously implanted osteosynthesis material. Originally, rotation correction plate, y-adaptation plate prebent and twelve (12) unknown screws were implanted on an unknown date. Medical intervention was reintervention for new fracture osteosynthesis. Proceed with removal of material and new fixation with system 2.0 which ended successfully. It is unknown if there was a surgical delay. Procedure was successfully completed. Patient status was unknown. This complaint involves twelve (12) devices.

Event description:
It was reported that on (B)(6), 2019, the patient underwent reintervention in the hand, metacarpals 1 and 2 due to rupture of previously implanted osteosynthesis material. Originally, rotation correction plate, y-adaptation plate prebent and ten (10) unknown screws were implanted on an unknown date. Medical intervention was reintervention for new fracture osteosynthesis. Proceed with removal of material and new fixation with system 2.0 which ended successfully. It is unknown if there was a surgical delay. Procedure was successfully completed. Patient status was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional data- event description: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in as follows: it was reported that on (B)(6) 2019, the patient underwent reintervention in the hand, metacarpals 1 and 2 due to rupture of previously implanted osteosynthesis material. Originally, rotation correction plate, y-adaptation plate prebent, and twelve (12) unknown screws were implanted on an unknown date. Medical intervention was reintervention for new fracture osteosynthesis. It is unknown if there was a surgical delay. Procedure and patient status is unknown. This report is for one (1) 1.5/2.0mm rotation correction plate 2 hole head/5 hole shaft. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.